Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed dried body fluid found on the handle, main shaft and distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical tests revealed while manipulating the shaft, continuity checks using a multi-meter and breakout box found no electrical shorts or opens. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Hdx testing revealed noise testing in ablation condition exceeded current device specifications, where peak to peak values were greater than 0.4 mv. High levels of noise were seen during articulation. Pressure leak test revealed the device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.0748, 0.0508 and 0.0423 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.0058, 0.0058 and 0.0060 psi (spec limit is 0.044 psi). X-ray inspection found dried fluid debris inside the distal tip.

Event description:
Reportable based on device analysis completed on 05-aug-2019. It was reported that there was a lot of noise on the mifi electrodes. During an right ventricular ablation procedure with an intellanav mifi open-irrigated catheter, the catheter made a lot of noise on the unipolar and bipolar mifi electrodes from the start. The procedure was successfully completed using this catheter without any patient complications. However, device analysis revealed evidence of fluid ingress found inside the distal tip.